Event description:
It was reported that during a lap cholecystectomy procedure after the device fired two clips, the jaws would not close. The surgeon had to remove the device and the trocar together. Another trocar and device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.